Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, diseased mucous membrane, complication in site preparation, bone resorption, infection, pain, increased sensitivity, swelling, fistula, abscess, bleeding, inflammation.